Event description:
During the procedure, the 1st unspecified vrd was successfully placed in right posterior communicating artery. Then, a 2nd vrd (enc453712/10117253) was navigated into left posterior communicating artery through 1st vrd strut and deployed with the distal end in the left posterior communicating artery and the proximal portion overlapping the first stent in the basilar artery. However, later on, there was an episode of the 2nd vrd thrombosis, and the left posterior communicating artery was blocked by the thrombosis. Action taken was unknown. The patient has been followed up but no additional information is available for now. During the event, the 1st vrd was patent, and the 2nd vrd was implanted on purpose overlapping/within the 1st vrd. The procedure was y-shaped aneurysm treatment with enterprise vrd assisted coil embolization for wide-neck basilar tip aneurysm that was heavily tortuous and not calcified. It was planned to place two vrds in a y configuration, one in left posterior communicating artery and the other in right posterior communicating artery. Access was obtained from femoral artery. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable. It seems that during deployment of the 2nd vrd, the proximal portion of the stent wasn't completely expanded. Also the proximal portion of the 2nd vrd was overlapped with the 1st vrd. The flow diversion slowed the blood flow and promoted thrombus formation in the 2nd vrd.

Manufacturer narrative:
Please note that the event was reported under medwatch report number 1058196-2012-00335 on (B)(4) 2012, however, after further review of the file on (B)(4) 2012 it was deemed necessary to report the first enterprise stent based on the information provided by the physician implicating the first stent interacted with the flow of blood through the second stent, causing the thrombus of this stent. The devices were use off label for this procedure. There was no patient information provided. The patient's medical history was all unknown. The unruptured saccular aneurysm neck was 15mm, and the neck to sac ratio was 15mm: 10mm. The parent vessel size diameter proximal was 3.8mm and distally was 2.6mm and 2.5mm. Mrs was unknown. No information regarding act, inr, pt, and ptt. There was no information regarding the antiplatelet therapy provided. The devices utilized during the procedure included; envoy (catalogue and lot unknown), a chikai/asahi intecc, excelsior sl10/stryker, and a prowler select plus microcatheter (catalogue and lot unknown), and transend/stryker, radifocus gt/terumo. Unknown other than that was provided. The procedural images are not available. The catalog and lot number for the device was not provided, therefore, the device noted (unk enterprise enf) represents an enterprise vrd that the catalog number begins with enc. The lot number of the first enterprise vrd is not known; therefore, a device history record review cannot be completed. Thrombosis is a known potential adverse event associated with the use of the enterprise vrd. With review of the available information and as reported it appears that the implantation of the second stent through and overlapping with the first stent is a factor that may have contributed to the event. The instructions for use precautions that the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. There is no information available regarding the pre-procedure antiplatelet therapy or intraprocedural anticoagulation; it is also possible that patient and pharmacological factors may have contributed to the event. With review of the available information, procedural factors appear to have contributed to the event with no indication of any related device design or manufacturing issues; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00335 and 1058196-2012-00359.